Event description:
It was reported that, when placing a sheath through the existing stent to deploy the second stent more proximal to the first, the sheath "came back". The physician pushed the sheath back in and deployed the stent. In doing so, the crumpled the first stent. He, then tried to balloon open this stent with a balloon, but was not successful. He finally placed another stent within the first stent. The result was reported to be ok. No injuries were reported.